Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent clearlink luer activated valve solution set leaked via a small crack in tubing. This was identified after 30 minutes of patient infusion with intravenous immunoglobulin (ivig) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified clearlink system solution set leaked via a small crack in tubing. This was identified after 30 minutes of patient infusion with intravenous immunoglobulin (ivig) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.